Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported. "

Event description:
During a procedure, the drill bit fractured and became stuck in the patient's bone. The piece was removed from the patient, resulting in a delay greater than one hour.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Visual inspection of the drill bit shows it is fractured in two pieces. Product most likely failed due to a combination of torsional overload and bending overload; however, a conclusive root cause of the event could not be determined.